Event description:
A malfunction was reported on a pump, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support was unable to assist with resetting the pump due to the customer's inability to charge it, and reference was made to a related battery charging issue case.